Manufacturer narrative:
This is an initial report. An investigation is in process. The product has been requested back. A final report will be submitted when the investigation is completed.

Event description:
A customer reported the unit of measure setting of their locked freestyle meter was able to be changed between mg/dl and mmol/l. There was no report of death, serious injury or mistreatment.